Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034-2018-00546. 0001825034-2018-00547. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address polyethylene liner fracture and metallosis. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Two acetabular liner product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device was revised and which was implanted. The information for the second liner is as follows: device name: e1 poly maxrom liner; catalog number: ep-176235; lot number: 368060; expiration date: jul 31, 2012. Manufacture date: jul 31, 2009. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.